Manufacturer narrative:
Per- 3184 combined report. Additional information, including post primary x-rays, operative notes, patient details, patient medical history and an update on the patient following revision was requested in order to progress with the investigation of this event, however, the only available information was that the patient was (B)(6) and involved in competitive sports with a very high activity level. The patient was reported to be very happy following the revision. The explanted devices were not available to return for examination, however, the appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed, all finished parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the liner fracture could not be determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA, the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distrbutor caused or contributed to this event.

Event description:
Trinity revision of the cup and ceramic liner after 1 year due to fracture of the liner. Please note: the reported ceramic liner is not cleared for sale or distribution within the USA and this event occurred outside of the USA.